Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 235cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
Additional information received on june 16, 2022 indicated that the patient underwent left side replacement with cat#: 3507215mc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-dec-2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021 to (B)(6) 2022. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-aug-2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021. The relevant field has been updated. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2022. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).